Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hole in hose" was confirmed. Reliability engineering determined that the hose damage was likely caused by the hose retainer component, which had an edge that had been incorrectly deburred. The motor also exhibited signs of immersion, including dried deposits of detergent residue on internal surfaces. This condition is indicative of improper cleaning of the device. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a hole in the hose. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk there was no additional info provided.